Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).